Event description:
It was reported that a patient was reprogrammed because he was only getting stimulation in his back. The reporter stated that impedances were fine, except for electrode #7 which had values greater than 10,000 and may have been open. Reprogramming was successful to get his back and legs. It was noted that before reprogramming, the patient was enabled for adaptivestim, but after reprogramming the electrodes were changed and voltages weren't reassigned to each position after it was reset. It was reported that the patient could do this at home because of "learning mode." The reporter stated that later that day, the patient was at the grocery store walking and the voltage was maxed out at 10.5v and all electrodes were active/opened up. It was reported that the patient locked up and couldn't move because of this. Later that day the adaptivestim was turned off. It was reported that the device "did it again" even when adaptivestim was off. The reporter stated that the patient had to manually push the device to ''trick the battery'' to think he was in the correct position, and this was the only way he could get it to turn off. It was noted that electrode #7 was not programmed. The next day it was reported that the patient was attempting to obtain a pain management physician to manage his therapy. A follow-up report will be made if additional information becomes available.

Event description:
Additional review indicates the information in MFR report # 3007566237-2012-03092 pertains to this manufacturer's report. Any additional info will be reported in this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient; product ID 355028, lot # n321903, implanted: (B)(6) 2012, product type accessory; product ID 355028, lot # n322142, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot # n318767, implanted: (B)(6) 2012, product type accessory.